Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via follow-up reported the patient will be seen in-clinic to collect a new wavelet template.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy for a ventricular tachycardia (vt) episode with retrograde conduction. It was noted that the wavelet template had not been updated for several years and it was not consistent with the patient's intrinsic rhythm. The crt-d remains in use. No further patient complications have been reported as a result of this event.